Event description:
The customer reported an oil mist coming from their unit. The customer stated that there were no reports of physical symptoms related to the oil mist. The asp field service engineer went to the facility and repaired the unit.